Event description:
Caller reported a malfunction on the pump identified as malf 5. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.